Event description:
Device issue: failure to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt and the exchange sheath splitting could not be completed. The device was removed and manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been rec'd.